Manufacturer narrative:
Concomitant product: addr01, ipg, implanted: (B)(6) 2013.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead had rising thresholds with decreasing lead slack. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.